Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. Customer successfully reloaded the cartridge onto the pump resolving the alarm. Customer's blood glucose level was 101 mg/dl.